Event description:
Baxter notified of incident through third party legal notification. Patient was undergoing dialysis at the clinic during the time period of 3 months in 2001. According to the information obtained the patient had surgery during the first month of the 3 month period and was diagnosed with renal failure at that time. The patient began dialysis treatment with no complication and suddenly died in the third month. Baxter records show that the clinic was using althane dialyzers at this time. No further information available.